Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/080 with lot number reported 3768431 ; the sample was received in used condition. During functional testing, leakage was observed coming out from a small tear in the cuff. The customer reported condition was confirmed. It is the most probable that the cuff tear occurs during tracheostomy procedure due to contact with sharp edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that immediately following intubation of a patient with a smiths medical portex blue line ultra tracheostomy tube an air leak was noted coming from the cuff. The tracheostomy (trach) tube was changed out with no adverse effects.